Event description:
Device 1 of 2. Reference MFR report # : 1627487-2013-05551. The patient has two leads (from the same lot). On (B)(6) 2013, the patient underwent a permanent implant procedure. Post-op, the patient began experiencing a burning sensation in his left shin. A CT scan revealed no anomalies. As a result, the patient was given medication to address the issue. Over time the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.